Manufacturer narrative:
Manufacturer narrative: the reason for the reported event in (B)(4) cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was not packaged in a non-conforming vacuum bag.

Manufacturer narrative:
H10. D10. Concomitants: 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t 5241695 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 5469775 201-00-02 - gps daily rental fee unassigned these devices are used for treatment and diagnosis. There is no additional information available. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.